Event description:
The facility reports while lifting the pt with the hoist, the handle of the lift become stiff to wind. The nurse tried to lower and raise the machine, but it was stuck in a position approximately 400-500 from the bottom of the tub. The pt was still in the tub on the chair. The nurse apparently stuck a pair of scissors into the chain to try and lift the chain and raise the pt. It was during this procedure that the nurse sustained an injury to the back. No reported injuries to the pt.